Event description:
Happens nearly every day but that wasn't an option. Dexcom app continually says sensor error even though my phone is in my pocket. Appears to be related to running above 250, it stops working entirely. So when we need it most for alerts, it all stops working. Dexcom continually ignores patients calling in with these problems and acts as though us users do not know how to use the device. G6 plagued with issues and the company and the FDA continue to turn a blind eye. FDA safety report ID # (B)(4).